Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. As the 3.50x20mm vesiflex stent was prepped, the staff "pulled the outer covering and the internal stylet and the stent came off the balloon". The procedure was completed with a different device. There were no pt complications and the pt condition was reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).